Event description:
It was reported that this patient presented to their healthcare facility after receiving three shocks from this subcutaneous implantable defibrillator (s-ICD) device system. Upon interrogation, it was determined that these shocks were inappropriate. Boston scientific technical services (ts) was contacted and it was discussed that provocative maneuvers and diagnostic imaging should be performed to evaluate the s-ICD system integrity and placement. Diagnostic imaging was performed which confirmed appropriate electrode insertion, but bending outside the header was noted which could result in electrode impairment. Additionally, provocative maneuvers were performed, but the noisy signals and poor amplitude measurements remained, regardless of the programmed sensing vector. The physician elected to subsequently explant and replace the entire s-ICD system to resolve the event. The patient was stable with no additional adverse effects. Both the device and electrode are expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Visual inspection revealed bubbles, but no cracks, in the notch near the sense b node. Surface abrasion was also noted approximately 25mm from the terminal pin, but this did not tear through the insulation in that area. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient presented to their healthcare facility after receiving three shocks from this subcutaneous implantable defibrillator (s-ICD) device system. Upon interrogation, it was determined that these shocks were inappropriate. Boston scientific technical services (ts) was contacted and it was discussed that provocative maneuvers and diagnostic imaging should be performed to evaluate the s-ICD system integrity and placement. Diagnostic imaging was performed which confirmed appropriate electrode insertion, but bending outside the header was noted which could result in electrode impairment. Additionally, provocative maneuvers were performed, but the noisy signals and poor amplitude measurements remained, regardless of the programmed sensing vector. The physician elected to subsequently explant and replace the entire s-ICD system to resolve the event. The patient was stable with no additional adverse effects. Both the device and electrode were received for analysis.